Event description:
The reporter stated that the flush device leaked. During eval, it was found that the transducer housing was cracked. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
One sample was received with a crack in the transducer housing due to a molding issue. A correction was made to the molding specification in 2008 to prevent incomplete weld lines. Smiths was able to confirm the issue and determine the cause. Corrective action was addressed. No additional action is necessary at this time. Smiths considers this MDR closed with this report. Smiths recognizes that this report is not being submitted within the required timeframe due to an oversite in the regulatory department. MDR reporting deadline based upon the date, the info was received was september 14, 2008. Smiths continues to be committed to regulatory compliance and will make every effort to ensure that this does not recur.